Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Could only get approx 20 degrees of flexion preop. Appeared to be bone overgrowth posteriorly to femur which a good portion was removed during surgery. Also a few releases were made to increase range but decision was made to resurface tibia and cement in a sz 4 tray with a 15 x 30 stem. She regained 90 degrees of flexion. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.